Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
It was reported that during the endoscopic vein harvesting procedure, it was noticed that the blade was too dull. A replacement device was used to complete the procedure. No pt complications were reported by the hospital.